Event description:
Bard PICC developed a leak in the catheter several hours after placement. It was promptly removed. A small split is seen in the PICC at approx 3cm mark. FDA safety report ID# (B)(4).